Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. One proglide suture was successfully pre-placed. Reportedly, with the second proglide device an unspecified device failure occurred. The device was not deployed. A third proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the pre-placed sutures of the first and the third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, however, the plunger, link, needles and cuffs were not returned. The lever had been closed and the foot had been retracted into the guide. The suture was returned outside the device and its pre-tied knot was properly formed. The rail suture end had been cut with the device cutter. The loop was still in the suture bearing, thus confirming the reported event. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Event description:
Subsequent to filing of initial medwatch MFR report additional information was received: the physician stated that the device "didn't feel right" and he was not able to deploy it. He did not recall exactly what happened.